Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed redness, inflammation/swelling, and an infection extending beyond the patch perimeter. The patient had skin burning sensations in the area. It was unspecified whether the symptoms first appeared at the needle puncture site and/or beneath the sensor patch. The patient utilized the dexcom web self-service form to report the incident and did not respond to repeated attempts to obtain photos and clarification of the medical intervention for the IV and oral prescription medications (IV ceftriaxone and oral cephalexin) that were administered on 08/04/2025, as treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).